Manufacturer narrative:
No product was returned. Based on the complaint details provided it was the physician¿s opinion that the stent was not flexible enough while navigating. During the design verification studies the v12 covered stent is navigated through a tortuous anatomical model through either a 6fr or 7fr 45cm or 75cm long introducer sheath. The stent delivery system is passed up and over the iliac arch of the model, withdrawn back through the model and the stent is then deployed. A full review of the catheter lot history records for the device in question could not be performed because the lot number and product code number were not provided. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. The complaint that the v12 stent was not flexible enough for the physician¿s application is based on user preference. The v12 covered stent system was designed for use in the iliac and renal arteries.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a chimney procedure was performed. The physician stated that the stent is not as flexible as he would like when navigating. He couldn't position the stent as accurately as he wanted to.